Manufacturer narrative:
Batch review performed on 01 april 2019: lot 184725: (B)(4) items manufactured and released on 11-sep-2018. Expiration date: 2023-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 3 months from the primary due to signs of infection (the pathogen is unknown). The surgeon performed a washout and revised the head, stem and liner. The surgery was completed successfully.

Manufacturer narrative:
In the initial report the following batch record reviews (already performed at that day) were not included by mistake: batch review performed on 01 april 2019: stem: minimax 01.13.103r cementless anatomical stem right size 3 (k170845), lot 166126a: (B)(4) items manufactured and released on 25-jul-2018. Expiration date: 2023-07-10. No anomalies found related to the problem. To date, another item of the same lot have been already sold without similar reported event. Ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115), lot 179038: (B)(4) items manufactured and released on 05-jun-2018. Expiration date: 2023-05-21. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been already sold without any similar reported event.